Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous and moderately calcified femoral artery. A 4 x 60 mm supera was advanced to the lesion; however, when the deployment lock was opened the stent implant did not release from the hook inside the catheter and partially deployed. The shaft and thumbslide were moved but the stent implant still would not release. The device was removed from the anatomy without issue and the stent could then be released from the hook. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported deployment difficulty could not be confirmed as the stent had already been released from the delivery system. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.